Event description:
On (B)(6) 2013, it was reported that the keypad buttons were difficult to press and intermittently unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue remained unresolved since the reporter was unable to troubleshoot.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/31/2013 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of the intermittently unresponsive keypad buttons was not able to be duplicated; all keypad buttons responded appropriately. The keypad cover was removed and no evidence of contamination was found on the button contacts. The pump was opened and the keypad flex was found to be firmly seated in the connecter with no visible signs of damage or contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.